Event description:
During analysis of device tracking date. MFR became aware that a pt underwent generator replacement surgery four months after initial implant, indicating a possible product problem or adverse event. Further follow-up revealed that pt underwent generator explant surgeyr due to infection. The pt was reimplanted at a later date. The reported infection was likely related to the surgical procedure and is not believed to be caused the vns therapy system. Sterilization of the pulse generator was confirmed and there is neither allegation nor indication that sterility was compromised. No response has been received to MFR's requests for additional info from treating surgeon (via fax x2).